Event description:
It was reported that when the physician began withdrawing the fujinon dbe scope (B)(4), the fujinon cart registered that the balloons on the overtube (ts13140, lot 1709b2, exp 08/31/2019) and on the scope were deflated. As they were withdrawing, they noticed some resistance, so the md and the endoscopy tech confirmed that the balloons were deflated. Upon withdrawing the scope, they found that the balloon on the overtube was still inflated. This caused significant irritation and some esophageal bleeding upon withdrawal.